Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the fork was disconnecting from the light. Maquet determined that the device failed to meet its specification due to a poor gluing assembly. Additionally the device was directly involved with the reported incident and was being used for treatment of patient when the event occurred. The fst removed the device from service, pending repair. Per the labeling, users should be "check the lightheads for chipped paint, impact marks, any other damage, loose covers, etc.)" On daily basis.

Event description:
The customer reported that, during surgery when the doctor moved the cupola, the light disconnected from the fork at the upper cover. There were no injuries reported. (B)(4).